Manufacturer narrative:
(B)(4). Synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. The 6 most proximal stent struts were twisted, deformed and pushed in a distal direction exposing the balloon material. This damage is consistent with the stent meeting resistance or an obstruction during the withdrawal of the device. Crimp markings were evident on exposed balloon material, indicating correct crimping and positioning of stent prior to event. The undamaged section of the crimped stent od (outer diameter) was measured, this is less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination of the outer and the inner lumen and mid-shaft section revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Pre-dilation was performed with a 2.5mmx15mm emerge¿ balloon catheter. A 3.00mmx16mm synergy¿ drug-eluting stent was then advanced to treat the lesion; however, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.